Event description:
Transducer was part of a transducer/vamp(venous arterial blood management protection system) kit. Rn set it up for a PICC/cvp(central venous pressure) monitor and got a "no transducer" message. Rn traded cables and modules but was never able to get a cvp reading. An "excessive offset" message did show once. Another rn tried to troubleshoot as well and was still unable to fix problem. Both rn's opened a new kit without vamp and traded out the transducer and it worked. No injury to patient as device was not used.